Event description:
It was reported that an ilet user experienced hyperglycemia after meals, stating the algorithm did not respond quickly and that glucose remained in the mid-200 mg/dl range; the user also reported routinely wearing the infusion set for four days despite labeling, and was counseled on possible absorption issues and infection risk, then transferred for additional training, with a concurrent blood glucose of 258 mg/dl and no device alerts. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect method involving the user interface, specifically failure to follow instructions regarding infusion set wear time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.